Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer went to the emergency room and was hospitalized with a blood glucose (bg) level of 625 mg/dl. Reportedly, the customer tried to treat the elevated bg with a correction bolus via the pump but was unsuccessful in delivering the bolus. At the hospital, the customer was given manual injections and was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was released from the hospital on (B)(6) 2025 in stable condition with no permanent damage due to this issue. Reportedly, a supply change was performed resolving the occlusion. The customer continued to use the pump for insulin delivery with no further issues.